Event description:
A (B)(6) old female patient contacted zoll customer support to report that his monitor made an squeaking noise. The monitor will not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon evaluation, it was found that the sd ram (synchronous dynamic random access memory) chips (components u101 and u100) were corrupt and needed to be replaced. A defective ram would prevent the flash memory from loading, thus not powering up the monitor. The root cause of the defective ram cannot be positively identified. No adverse event resulted from the corrupt ram. The patient received a replacement monitor.